Manufacturer narrative:
Unit passed rewind test, basic occlusion test, and displacement test. Unit was unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. Unit had minor scratched lcd window, broken battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that the housing on the insulin pump's battery chamber was cracked. Three days later, the reservoir chamber broke. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.